Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unknown if during retrieval of the delivery catheter system (dcs) that the capsule was completely closed or not to the end of the plunger tip. If the capsule was not closed all the way, the plunger tip would not be supported which would have allowed a gap between the tip and the capsule, which then could have snagged on the edge of the hemostatic valve in the sheath and separated the plunger tip from the dcs catheter body. Without return of the product, no definitive conclusion could be drawn regarding the clinical observation.

Manufacturer narrative:
The product was discarded by the customer and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the successful implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) was withdrawn to the descending aorta and the nose cone was recaptured under fluoroscopy. The dcs was withdrawn over the wire via the sheath with minimal resistance. A pigtail catheter was advanced over the wire in an attempt to measure post-deployment pressures. As the pigtail catheter advanced over the aortic arch and entered the ascending aorta, it was noted that the nose cone was still on the wire leading the pigtail catheter. It was determined that the nose cone had separated from the dcs. The pigtail catheter was removed and a 25mm gooseneck snare was advanced alongside the wire in the sheath, but the nose cone did not align with the sheath for retrieval. The sheath, the snare, and the wire were slowly withdrawn into the external iliac artery. The nose cone failed to align with the sheath again, so the surgeons decided to release the nose cone in an attempt to change its orientation to facilitate retrieval. The nose cone floated into the external iliac artery and embolized into the internal iliac artery. An angiogram showed that there was blood flow around the cone, as well as a patent internal iliac artery on the contra-lateral side. The surgeons decided to leave the nose cone in the patient, as it was determined to be in a stable location and would not embolize further. In the physician's opinion, the back of the nose cone caught on the edge of the sheath and the tension applied to withdraw the catheter caused the cone to separate from the catheter. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.